Event description:
It was reported that the patient had passed out and was brought to the emergency room. Upon interrogation oversensing, failure to capture, and infinite impedance was seen on the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator 2007 (B)(6); 5568 implantable pacing lead 2007 (B)(6). (B)(4).